Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the glidescope core 15 inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15 inch monitor and could not reproduce the "no image" issue; the unit functioned as intended. The glidescope core 15 inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a core 15" monitor the picture became fuzzy and the image would go black with lines while in use. A different cable and scope were tested with the core monitor but the same fuzzy / black image persisted. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.